Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low signal amplitudes and oversensing of t-waves and p-waves. The patient was hospitalized, and the physician elected to reprogram the s-ICD from the alternate to secondary sensing vector. This s-ICD system remains implanted, and the patient was in stable condition. No additional adverse patient effects were reported.